Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button intermittently stopped functioning while the customer was attempting to deliver a quick bolus. Reportedly, a few minutes after the button began to function as intended again. Customer's blood glucose level was not impacted.